Manufacturer narrative:
This complaint record was reopened in order to update with a failure analysis of a replaced component. The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the pil for analysis. The pil technician visually examined the component and noted no anomalies. The pil technician confirmed the diagnostic code for back up alarm failed (ec 1104) was logged in the event log, however, was unable to reproduce the problem in testing. The backup alarm sounded appropriately during testing.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00103. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse), reporting the occurrence of a check vent: backup alarm failed error code: 1104 found in the event log of a v60 ventilator. The issue was identified during a service event; the device was not in clinical use. There was no report of harm. The pse evaluated the unit and replaced the cpu (central processing unit) board to prevent recurrence. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.